Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All graspers undergo a 100% visual and functional inspection during the manufacturing and assembly process. Applied medical has implemented material enhancements which are intended to increase resistance to this type of damage and reduce the potential for this type of fracture to occur. This document represents our final report.

Event description:
Colon resection - "piece of grasper tip fell off shaft. Patient bmi was nearly 50, made for very difficult case. Instruments were taking some abuse." Intervention - "took about an hour to find missing piece but it was located and removed." Patient status - "normal."